Manufacturer narrative:
The na electrode lot number was snp18 with an expiration date of 11-nov-2026.

Event description:
We received an allegation of a discrepant high result for 1 patient sample tested for sodium electrode (na) on a cobas pro ise analytical unit. The initial result was 148 mmol/l. The repeat result from a different cobas pro ise analyzer was 141 mmol/l. The repeat result was believed to be correct.